Event description:
It was reported that the patient presented in clinic with bradycardia. It was found that the patient's leadless pacemaker (lp) failed to capture. The lp was noted to be dislodged and the lp traveled to the pulmonary artery. The lp was explanted and replaced. The patient was stable.